Event description:
A customer reported a secondary IV infusion back flowed into primary IV bag. The customer was unable to determine if pt received any of the drug in secondary bag. Infusion stopped and connected to another pump. No pt harm or medical intervention. Was reported. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.